Manufacturer narrative:
The medical center has not yet returned the impella pump product for the investigation. Should the product be returned and a root cause determined, a final report will be filed. The failure mode will be monitored and trended.

Event description:
The medical center had a surgical patient with an impella cp support. The surgical team cross clamped the aorta and observed the cp to have perforated the lv. The team patched the perforation and the surgical case proceeded, along with the cp for hemodynamic support.